Manufacturer narrative:
A ticket search by lot for the architect stat high sensitive troponin-I, lot 27304ud01 (27304ud01 is a sublot of 27304ud00) was performed and found that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the architect stat high sensitive troponin-I reagent. The historical performance for the architect stat high sensitive troponin-I reagent lot was performed using worldwide field data. The median population result for the lot is within established baselines and comparable with all other lots in the field, confirming there is no issue identified for the lot. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. In labeling, the expected values section includes a table which show predictive values for the gender-specific 99th percentile cutoffs (female, age range 21-75= 15.6 pg/ml; male, age range 21-73= 34.2 pg/ml). The patient age (13-year-old female) in this case is outside the established age range for which values are documented. Per the limitations of the procedure section of the package insert, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Based on the investigation, the device met performance specifications and performed as intended at the customer site. Additionally, a systemic issue and/or product deficiency was not identified.section h6: medical device problem code was corrected from a090804 to a090809.

Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity).

Event description:
The customer reported false positive architect troponin results were generated for a (B)(6) girl on the architect i1000sr analyzer. The customer reported the girl was complaining of chest pain- she generated a troponin result of 287 ng/ml. There were no abnormalities seen on the electrocardiogram and it was determined to not be an ami (acute myocardial infarction). The patient was tested a month prior and was also high at 351 ng/ml and also no abnormalities were seen on the patient¿s electrocardiogram. There was no reported impact to patient management.

Event description:
The customer reported false positive architect troponin results were generated for a 13-year-old girl on the architect i1000sr analyzer. The customer reported the girl was complaining of chest pain- she generated a troponin result of 287 pg/ml. There were no abnormalities seen on the electrocardiogram and it was determined to not be an ami (acute myocardial infarction). The patient was tested a month prior and was also high at 351 pg/ml and also no abnormalities were seen on the patient¿s electrocardiogram. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.additional information provided on 06sep2021 correcting to units of measure from ng/ml to pg/ml. Section b5. Describe event or problem has been updated to reflect this correction. H3 other text : device evaluation remains in process.